Manufacturer narrative:
Additional information was received that the device did not produce sound. The customer received remote application assistance from a remote support engineer (rse) who found that the 453564287821 ss cbl speaker8 ohm 36mm f0-380hz 5.8mm was defective and needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
It was reported during preventative maintenance the efficia cm12 displayed an speaker malfunction error message. The device was not in use on a patient at the time of the event. No adverse event to the patient or user was reported.